Manufacturer narrative:
Product event summary: an image file and the afapro28 balloon catheter with lot number 19601 were returned and analyzed. No patient or failure data files were received. The received image showed a coaxial umbilical cable and a balloon catheter in post-use condition. Visible blood traces could be seen inside the coaxial connector of the balloon catheter and on the coaxial umbilical cable. No data was available regarding the identification of the devices shown in the image. Visual inspection of the balloon catheter was performed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 7 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). During inspection of the handle segment, blood / liquid was observed inside handle. In conclusion, the reported visible blood issue was confirmed through testing and the balloon catheter failed the returned product inspection due to a pin size hole on the surface of the outer balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed and was thought to be cause by moisture so the procedure was continued. A system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. No blood was present and inflation was performed with no issues so an electrical problem was considered and the procedure was continued. The system notice detecting blood in the catheter handle was received again but this time blood was drawn into the handle of the balloon catheter. The balloon catheter and coaxial umbilical cable were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial cable; product ID: 106a3 product type: console medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.